Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. When the medtronic representative arrived on site all the imaging system functions where checked and 2d, 3d and basic movements where possible without any issues. Replaced system control board, gantry motor controller, positioner motor controller, and handswitch. The imaging system functions checked and was found to be fully functional. The parts were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. The logs showed the following error: ¿xraysignalstate.condition: inittimeout.¿ this error is reported by the image acquisition system (ias) application when the firmware fails to go from the move initialization phase to the x-raying phase. The imaging system failed to fire x-rays. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site clinical engineer reported an issue with the imaging system; "no x-ray." No further details regarding this issue were provided. There was no patient present when this issue was identified.